Event description:
A female with history of migraines underwent aneurysm coiling in interventional radiology. Coiling wire floated out of the aneurysm and migrated to the posterior anterior artery. Attempt at retrieval was unsuccessful. Pt later decompensated. Neurosurgery in ventriculostomy, hemorrhage in midbrain, herniation, on life support. Gift of life inpatient; expired. Organs harvested 9/25 am.